Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a computerized tomography study of the chest revealed thrombus in the left brachiocephalic system near the location of the leads. The leads were removed and no patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.